Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. After the user facility's biomedical department replaced the xenon lamp, the user facility reported that the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that intermittent "e102" errors occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error message e102 could not be determined. Error message e102 indicates that the main lamp went out. Because the issue was resolved upon replacing the lamp, it is possible that error message e102 was caused by the use of a non-genuine lamp, or that the lamp had reached the end of the lamp life. Olympus will continue to monitor field performance for this device.